Event description:
The patient experienced episodes where the system's stimulation did not work properly, specifically it would feel weaker than normal. A check of the system showed that the patient's stimulation sensation threshold had nearly doubled. The system was explanted and a new sensing lead and implantable pulse generator were implanted. The explanted devices were decontaminated, and returned to the manufacturer where analysis indicated that the sensing lead had shifted position thru the moveable lead anchor. This reduced the size of the loop between the two anchors which is required for strain relief. The patient was not injured as a result of this incident, but if the event were to recur it is possible that it could lead to inappropriate stimulation therefore the manufacturer is filing this report.